Event description:
During device preparation, it was noted there was no contact force and an error message about the catheter being used. The connections were checked and the equipment was restarted with no resolution. The catheter was exchanged with no resolution. The tactisys was exchanged with no resolution. The patches, ablation catheter, and mapping catheter were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.